Event description:
It was reported that the reservoir was occluded. Troubleshooting was done for no delivery. Customer's blood glucose was 321 mg/dl. During the troubleshooting the customer was able to clear the blockage in the tubing. Customer mentioned that there was air bubble in the reservoir and customer was assisted in removing the air bubble. Customer reported back due to the same issue no delivery during bolus delivery. Customer's blood glucose was 283 mg/dl. Troubleshooting was done. It was found that the alarm was caused by set/reservoir connection. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.